Event description:
It was reported that the zoom drive goes only forward and it goes faster than normal. The zoom drive will start going forward as soon as either one of the switches are pressed on the drive handles.